Event description:
It was reported that the pump delivered a 10 unit bolus without user interaction. Review of the pump data logs by tandem technical support verified that the bolus was manually requested by the customer. Tandem technical support did not observe any issues with the pump; however, customer maintained belief that pump delivered the bolus without user interaction. The customer's blood glucose (bg) level subsequently decreased to range from 65-202 mg/dl. Paramedics provided assistance by advising the customer to continue consuming carbohydrates to prevent their bg from going below 65 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.